Event description:
It was reported that saline leaked from the shaft of the balloon catheter during preparation. The balloon catheter was not used on the patient. Another balloon catheter was used successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: evaluation of the returned mini trek balloon catheter noted that the hypotube was separated at the distal end of the hub. There was no report of any product damages during inspection prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible the hypotube was inadvertently handled during preparation resulting in a kink/crack at the strain relief tubing. A crack would have caused a leak during preparation. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.